Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. Customer did not provide a lot number; therefore, expiration date and UDI cannot be provided. (B)(6). Customer did not provide a lot number; therefore, date of manufacture cannot be provided. The access sars-cov-2 igg assay was not returned for evaluation. There were no reports of system issues at the time of the event. No hardware errors or flags were reported in conjunction with the event. System performance indicators such as system check, calibration and quality control were not provided for review. The access sars-cov-2 igg assay is not labeled for vaccine response detection; assay performance has not been established in individuals who have received a covid-19 vaccine. The clinical significance of a positive or negative antibody result following covid-19 vaccination has not been established, and the results from these assays should not be interpreted as an indication or degree of protection from infection after vaccination. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2021 the customer reported negative covid igg results (access sars-cov-2 igg, part number c58961, lot number not provided) were generated on the customer's dxi (unicel dxi 800 access analyzer w/ spot b, part number a71456 and serial number (B)(4)) for one patient who had previously been vaccinated for covid. The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. Customer did not provide any original patient data. Customer also did not provide results from alternate methods, if used. Customer also did not provide vaccination dates(s). No hardware errors were reported in conjunction with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were not provided for review. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.